Manufacturer narrative:
UDI: (B)(4). The customer reported they were receiving high pco2 values on their statprofile ccx +1 analyzer. The customer reported they input an offset for the pco2 calculation until they had time to perform maintenance on the analyzer. When maintenance was performed, they replaced the membrane. Upon replacing the pco2 membrane, the analyzer started producing expected results. Because troubleshooting was successfully performed by the customer, the facility is continuing to use the instrument; therefore no device is being returned for evaluation. There was no reported patient harm or intervention. A device history record (DHR) was initiated and completed by the investigator. The review included an assessment of the production, testing, and release of the product. No abnormalities or concerns were observed. The DHR indicated the released product met all specifications. Trending will be monitored for this and/or similar complaints.

Event description:
On february 22, the customer reported they were receiving high values for pco2 on their statprofile ccx +1, s/n (B)(4). The user reported the analyzer algorithm was adjusted until maintenance could be performed. The facility is continuing to use the instrument therefore it will not be returned for evaluation. There was no reported patient harm or intervention required.